Event description:
Patient had 18 gauge acuvance plus IV placed in the left antecub vein in the periop area prior to renal transplant surgery. The next day, the nurse removed the IV and the catheter had sheared off at the hub of the IV. An interventional radiologist was able to locate the catheter by x-ray without having to use contrast on a newly transplanted patient. The catheter remains in a clotted area just distal to the insertion site in the antecub. They will be removing the catheter in a surgical procedure. Note: there are no lot, serial or identifying numbers available for this particular catheter. All that remain of the product and its packaging is the hub of the IV.